Event description:
The company was informed of an alleged incident via email on (B)(6) 2014. The alleged incident was described to the company as followed: "patient removed new portable and began to fill it. During the fill process a leak occurred at the qdv on portable. Startled by the sound of the leak she tried to disconnect the unit, pushing down the release button, but the portable unit was stuck to the base unit to ice formation. The patient then pulled the portable up trying to separate it from the base unit. As a result, the patient received burns to both her hands.